Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval contamination was discovered inside of the battery pack. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any problems.

Event description:
A review of service data detected a reportable problem. During servicing, battery pack sn (B)(4) was unable to power up a monitor. The last pt to use this battery pack did not report any deficiencies.